Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review, but no trend could be identified for the product code 2m9161 with a problem code c.043 display-unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with duplicate screen was confirmed during product evaluation. The root cause of the reported problem was determined to be duplicate screen. Appropriate action was taken to correct the reported problem by replacing the main display. Baxter will continue to monitor similar reports to determine if further actions are required. Additional information: the facility representative reported a colleague infusion pump with a duplicate screen. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery service now. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.